Event description:
The customer reported being hospitalized due to low blood glucose of 22mg/dl. The customer stated that she gave herself an injection of 4.0 units of insulin. Troubleshooting was performed. The reservoir is showing the same amount of insulin that the status screen shows. The caller stated that she bolused three times, but her glucose still was high and went back to the hospital with glucose level in the 400's mg/dl. During troubleshooting was found that the customer's high glucose was treated with an insulin drip. The events leading to her admission was vomiting and low glucose. The time, date, and settings were correct. Assisted the customer to run a fixed prime test and the insulin did exit. Performed the high pressure test and the test failed twice. Advised the caller to discontinue use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Intermittent button press noted during testing due to moisture damage on keypad traces. Cracked case on lcd display window corners and cracked reservoir tube noted during visual inspection. The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.